Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the stent was partially deployed by approximately 5mm. The deployment handle had detached from the outer sheath. Slightly stretching was noted on the outer sheath for a distal of approximately 150mm distal to its proximal end. During a functional evaluation, it was possible to retract the outer sheath by hand and deploy the stent with some resistance noted. An examination of the deployed stent and the stent holder found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was treatment of a stricture due to pancreatic cancer. The stricture was located from the duodenum to the pylorus and approximately 4cm in length. The patient was not reported to have tortuous anatomy. During the procedure, the stent system was positioned inside of the patient, and the physician deployed a third of the stent. At this time, the handle of the outer sheath detached. The physician was unable to complete deployment of the stent. The stent was retracted into the delivery system and removed from the patient. The procedure was completed with another wallflex enteral duodenal stent system of a different size. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent was partially deployed, this is now considered a reportable event.